Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the severely tortuous and mildly calcified obtuse marginal with lesser than or equal to 45 degree bend. The lesion was predilated using an unspecified balloon catheter. A 3.00x12mm promus element plus stent was selected to treat the target lesion; however he device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. However, device analysis revealed the stent was not returned.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: an examination of the returned device found that the stent had detached and was not returned for analysis. The balloon appeared to have been inflated and deflated and solidified contrast media was visible inside the balloon. The hypotube was slightly kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).